Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a descending thoracic aortic aneurysm. It was reported that the valiant stent graft was initially planned to be implanted in zone 1, but in the actual procedure, debranching was performed only for the subclavian artery, and the valiant system was implanted in zone 2. After the procedure, an endoleak that appeared to be type I remained, and the physician decided to continue monitoring the patient¿s clinical course. A CT revealed that the proximal type I endoleak persisted. Although no increase was seen in the aneurysm diameter, the physician elected to perform an intervention. The physician performed the intervention procedure, additional bypass was performed for the lcca (left common carotid artery), and a valiant stent graft 44x40x150 was implanted in zone 1. Final angiogram revealed that there was still a slight endoleak however the physician stated that it may be a type IV endoleak. Per the physician, the causes of the events were related to the patient anatomy, the aneurysm neck was originally short in length and debranching of two vessels was initially planned but not performed at the initial procedure. No additional clinical sequelae were reported and the patient will be monitored by the physician.